Event description:
Customer reported that he was hospitalized for low blood glucose. Customer ststed that he thinks that when the tubing broke the insulin in the bubing emptled in his body. Troubleshooting was perfromed and pump appeared to be operating normally.